Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for multiple back operations. It was reported that there was a power on reset (por) message. The patient stated they were charging their ins on friday and once the ins got to about 90% it stopped charging and a por message appeared on the screen. The patient said there were no recent medical tests or emi environmental exposure. On the call, the patient experienced poor communication with the patient programmer (pp) antenna but connected without the pp antenna. The patient passed the por screen before patient services (ps) could review the information so ps could not confirm the exact type of por. The patient stated that they hadn't used the pp in "years." On the call, the patient successfully cleared the por and was able to start the charging session that they didn't finish. A replacement pp antenna was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.